Event description:
Per the surgon's report, this pt experienced ongoing skin flap infections beginning 5 yrs after implantation. The surgeon explanted the device in 2006. A decision concerning reimplantation is pending.